Event description:
It was reported that far p-wave oversensing and decreased r-wave amplitude were observed through remote transmission. It is suspected that the patient had been exercising more than advised post-implant phase. Lead was explanted and replaced when repositioning was unsuccessful. The patient was doing well after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis was normal. No anomaly was found.